Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed stuck button, pump error 4, and pump error 53. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with critical pump error and multiple pump error 4 and 53 alarms confirmed in the pump history due to corroded electronic assemblies. Unable to verify unresponsive buttons due to critical pump error. Unit received with corroded motor home switch, minor scratches on case, pillowing keypad overlay, cracked battery tube threads, cracked case (battery tube), cracked retainer and minor scratches on lcd window.